Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that a new 100ml bag was placed at 0509 to infuse at 16 ml/hr. At 0645, the lasix bag was found to be empty. The rn communicated that the bag would not have run out at the programmed rate could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced overinfusion. The following information was provided by the initial reporter: material no.: 2420-0007, batch no.: unknown. This writer placed a new 100 ml bag at 0509 per orders to infuse at 16 ml/hr. At 0645 patient put on call light which was answered by unit charge rn. Lasix bag found to be empty. Charge rn located primary rn and asked if the bag needed to be replaced. Primary rn communicated that it had just been changed and would not have run out at the programmed rate. Charge rn immediately contacted primary service first contact. Charge rn questioned if we needed to recheck labs and vital signs and plan for resumption or holding of drip. Charge rn rechecked pump and confirmed the current setting to be consistent with the ordered rate of 16 ml/hr. Ultimately, lasix drip held at 0657. Bp 95/52. Map 69. Hr 86. At that time. Pt denied sob, palpitations and dizziness. Handoff performed with the oncoming rn. IV pump and module obtained for further investigation.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced overinfusion. The following information was provided by the initial reporter: material no.: 2420-0007, batch no.: unknown. This writer placed a new 100 ml bag at 0509 per orders to infuse at 16 ml/hr. At 0645 patient put on call light which was answered by unit charge rn. Lasix bag found to be empty. Charge rn located primary rn and asked if the bag needed to be replaced. Primary rn communicated that it had just been changed and would not have run out at the programmed rate. Charge rn immediately contacted primary service first contact. Charge rn questioned if we needed to recheck labs and vital signs and plan for resumption or holding of drip. Charge rn rechecked pump and confirmed the current setting to be consistent with the ordered rate of 16 ml/hr. Ultimately, lasix drip held at 0657. Bp 95/52. Map 69. Hr 86. At that time. Pt denied sob, palpitations and dizziness. Handoff performed with the oncoming rn. IV pump and module obtained for further investigation.